Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.000106 - the dentist reported that 2 years and 5 months after two dental implants were installed in patient's mouth it was verified its loss of osseointegration. Sixty-five ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.